Manufacturer narrative:
A review of the device history and exposure records for the reported lot and components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No sterile samples were returned for review/testing. No retained samples were available for review. If samples become available at a later time, the devices and packages will be reviewed and the results will be included in the file. A revised report will be submitted at that time. A definitive root cause cannot be determined without receiving sterile, sealed devices from the same finished good lot to test/examine or receiving detailed information regarding the storage and handling of the device(s), exposure time prior to the procedure, pre-operative preparation of the device, surgeon's technique, post-operative instructions or events that may have occurred and/or contributed to the reports of wound leaking/dehiscence, results of cultures or blood screen or if antibiotics or medications were required as part of the treatment. The ¿precautions¿ section of the IFU for the device states, "infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the quill¿ monoderm¿ device."

Event description:
The plastic surgeon reported that post-operative a mammoplasty procedure with t-scar and periareolar in the left breast the patient presented with burning and a fever 4-7 post-surgery. At 14 days wound appeared normal. At 24 days leaking was observed, the dressing was removed and dehiscence of the vertical suture was observed. No flammable signs were observed. The wound was cleaned and closed with simple stitches.